Event description:
Related to MFR report #2183959-2011-00482. It was reported that the patient had an ams perigee graft system implanted in 2008. "Within months after the initial procedure" the patient "experienced complications" that required "additional medical care and treatment and/or surgical intervention." It was indicated that the patient experienced "mesh, erosion, hardening, chronic pain, and worsening urination" which led to additional surgery. The date of surgery was not provided.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.